Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened, and the patient was moved to another room. Field service engineer (fse) visited onsite and confirmed a defect in the mrc x-ray tube. After reviewing the log file, it found a grid switch error. Upon troubleshooting, it is found a faulty grid switch causing excess x-ray output despite standard voltage application. To resolve the problem, fse replaced both the mrc x-ray tube and the dose kvp light meter and sent the parts for further analysis and the primary cause of the malfunction was the extended use leading to the short circuit. After replacing the mrc tube and dose kvp light meter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.